Event description:
It was reported that during a da vinci s procedure, the endowrist prograsp forceps instrument was not being recognized by the system. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that the system successfully recognized the instrument. Engineering was unable to replicate recognition issue. One of the grip cables is derailed from the force amp pulley, which causes non-intuitive yaw motion. Engineering also observed the distal end of the main tube has a couple of deep scratches where material was removed. The scratches are not aligned with the tube axis. Based on the location and appearance, the damage is most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.